Manufacturer narrative:
Device evaluated by MFR: the coyote es was returned for analysis. Aa visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A full balloon circumferential tear was identified located approximately 110mm distal of the distal balloon proximal bond. A visual examination observed no damage to the tip of the device. A visual and tactile examination found the inner shaft to have detached, approximately 60mm proximal from the distal tip. The inner shaft was also noted to stretch and accordioned. An inner shaft kink was also noted. Both markerbands were undamaged and present on the shaft of the device.

Event description:
It was reported that balloon rupture occurred. The chronic totally occluded target lesion was located in the severely calcified popliteal artery. After passing the guidewire, a 1.5mm x 20mm x 142cm coyote es balloon catheter was advanced for percutaneous transluminal angioplasty. During the procedure, the balloon ruptured upon initial inflation at 8 atmospheres. Subsequently, another 1.5mm x 20mm x 142cm coyote es balloon catheter was used, but the balloon ruptured during second inflation at 9 atmospheres. The dilation was performed with non-boston scientific balloon and completed the procedure. No complications were reported.

Event description:
It was reported that balloon rupture occurred. The chronic totally occluded target lesion was located in the severely calcified popliteal artery. After passing the guidewire, a 1.5mm x 20mm x 142cm coyote es balloon catheter was advanced for percutaneous transluminal angioplasty. During the procedure, the balloon ruptured upon initial inflation at 8 atmospheres. Subsequently, another 1.5mm x 20mm x 142cm coyote es balloon catheter was used, but the balloon ruptured during second inflation at 9 atmospheres. The dilation was performed with non-boston scientific balloon and completed the procedure. No complications were reported.